Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sic went up to (B)(4) (within 132 days) along with evidence of oversensing. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pacing lead impedance was 2090 ohms on (B)(6) 2016.

Event description:
It was reported that at a device follow up, the right ventricular (rv) lead exhibited high pacing impedance and noise on the rv channel. The patient refused a lead revision, so the device was reprogrammed and the rv lead turned off. The pacing was set to aai and the detection was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.